Event description:
Paradoxical adipose hyperplasia palpable abnormalities and complications from coolsculpting treatment areas of pah damages to tissue of left flank in bra line area treated. The shape of the mass is the shape of the device and is increasing in size. FDA safety report ID# (B)(4).